Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage: heater tray damaged; dent. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane touch screen test ¿ failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2409 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Voltage verification check ¿ passed. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code (s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient's nurse reported a blank screen on the liberty cycler during unknown phase or cycle. The nurse explained touching the screen but it remained blank. The nurse drained the patient manually, as it was unknown where the patient was in treatment, it was also mentioned that an unknown alarm occurred during the treatment , but could not confirm what alarm due to the blank screen. The nurse was recommended to reboot the cycle, but nurse wanted to wait until treatment completed. An hour later the nurse called again to report that the screen was still blank (unknown phase or cycle). The patient pressed ok, stop and touched the screen but the issue remained. The keys lit up but screen remained the same. The fresenius technical support representative issued a cycler replacement and advised the patient to discontinue using this cycler. Upon follow up, it was confirmed that the patient did not complete treatment the day of the reported event on the cycler, however the patient continued manually. The nurse confirmed that the patient received it on (B)(6) 2025 as scheduled and stated that the patient has been able to use it and has completed every treatment with no further issues. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.